Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat a low blood glucose level of 40 mg/dl. The customer consumed carbohydrates to address the low blood glucose. The cause of the low blood glucose was unknown. No additional information was provided.